Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy pump produced a double beep, no cassette attached alarm. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was received to investigate the reported double beeping. The pump was received in good physical condition and a scratched screen. A DHR review, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was no evidence of the reported problem in the event log either. However, the moment the device was powered up, the device started double beeping. The problem was determined to be a bad downstream sensor. The downstream sensor was replaced. B3, h6) customer provided additional information stating that the reported event occurred during testing, and event date is unknown.